Manufacturer narrative:
The investigation of automated imeplla controller (aic) - system self check failure has been completed. Based on the data and device analysis the root cause of the "system self check failure" was determined to be power battery manager (pbm) corrosion due to leakage of the electrolyte from the battery failure alarm super caps h6 type of investigation, investigation findings, and investigation conclusions were erroneously entered on the initial manufacturer device report number 1220648-2025-29240, as the investigation results were available at the time of the initial report. H10 investigation results were was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29240.

Event description:
The us complainant had a cp pump support placed for a hrpci. The pci was successfully supported by the pump despite the optical signal being at fault/intermittently malfunctioning. The event is not reportable. Later the investigating team wished to further evaluate the automated impell controller (aic). Aic was not exchanged during the patient use, but there was low nsr across pumps. During aic investigation a self check error/malfunction was found within the data logs.

Manufacturer narrative:
Device was returned on 25-apr-2025 and evaluation/investigation is under way. Upon completion of the investigation a supplemental will be filed.

Manufacturer narrative:
H4 device manufacture date updated.

Manufacturer narrative:
H6: investigation finding was inadvertently not included in the previous report.